Event description:
Approx three hrs into dialysis treatment, the line coming from the top of the venous chamber separated from the chamber itself. In speaking with the clinical mgr at the unit she stated that the treatment was immediately stopped and there was minimal blood loss. A new bloodline was hung but the pt refused to complete the treatment. The sample is available for evaluation.